Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump completely lost power following a temperature issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings:a review of the black box showed one unexpected power on reset event but no unusual voltage fluctuation was found. The battery compartment was undamaged. The returned battery cap was undamaged and was able to fit securely. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The rewind, load, and prime steps were performed successfully. All currents read within specifications. No power interruption occurred during the investigation. The product performed within specification. The pump cover was removed to find no intermittent conditions to the printed circuit board. The power complaint was unable to be duplicated.